Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care provider reported via phone call that the customer experienced low blood glucose levels. Customer's blood glucose level was 27 mg/dl. Troubleshooting was performed. Customer treated their low blood glucose via food. The auto mode feature was not active at the time of the incident. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.